Event description:
During an interior lumbar interbody fusion, surgeon distracted the l5/s1 disc space with anterior distractor and distractor blades to insert implant. Implant was inserted onto the implant holder and placed into disc space as far posteriorly as possible. To seal implant further posteriorly into place, excessive distraction of the anterior distractor was required, as well as impaction of implant holder with mallet. During impaction of implant holder the right distractor blade broke in the disc space. Blade remains in pt after unsuccessful attempt for retrieval. Blade was secure due to surrounding anatomical structure and its interface with implant.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time.